Event description:
Impella lvad began alarming high motor current. Physicians were paged. Art heart and rep notified. High motor current continued for several hours before pump power was ordered turned down to p4 to possible extend pump life. The pump failed. No one was in house to pull the pump. Per rep: device needs to be withdrawn within 30 minutes of failure. Delay in pulling device.======================manufacturer response for impella 2.5 catheter, 2.5 catheter (per site reporter).======================pump was past it's rated useful life at time of failure.what was the original intended procedure?left ventricular assist.